Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15140. It was reported the patient experienced pain in both of her legs. The patient's physician recommended the patient turn off the scs system and go to he emergency room (ER). The patient followed the physician's recommendations and imaging performed in the ER did not reveal any epidural bleeding or abnormalities. The physician wants to explant the patient's scs system in order for magnetic resonance imaging (MRI) to be performed. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15140. Follow-up information was received that indicated surgical intervention was undertaken and the patient's scs system was explanted in order for the patient to have a magnetic resonance imaging (MRI) performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.